Event description:
The device was reported as explanted with no reason for removal. Follow up with the hcp indicated in february the patient was hospitalized for seizures thought to be due to decreased potassium levels. The patient had a uti and kidneys had "shutdown." The patient's pump was refilled and was found to have 12 mls of drug when it should have had 3.8 mls. The drug used in the pump is compounded baclofen 4000 mcg/ml at a dose of 1350.1 mcg/day. The patient was given oral baclofen and scheduled to see the implanting physician. The patient returned to the nursing home with orders to admit the patient and contact the surgeon if any signs or symptoms of withdrawal appear. Approximately two weeks later the pump was replaced. The patient's dose of baclofen went from 1350.1 mcg/day to 349.4 mcg/day. The patient recovered without sequela.